Event description:
The reporter indicated that a 12.6mm vicm5 12.6 of -8.50 diopter implantable collamer lens tore/broke during loading on (B)(6)2022 . The lens was not implanted into the patients right eye (od). A replacement lens of the same model/size and diopter was implanted on the same day but different surgery. The problem was resolved.

Manufacturer narrative:
(B)(4). Claim #(B)(4).